Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 when additional information is received, a follow up report will be submitted.

Event description:
It was reported the thread (suture) detached. The reporter indicated that upon opening the package the needle and the suture were detached. The product was not used on the patient. No other information has been provided. This event occurred twice (no other information was provided). This report is for the second occurrence.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 3 unopened pouches. Analysis and results: there are two previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.48 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) a review of the batch manufacturing record for this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.